Event description:
Patient had an aicd -medtronic with sprint fidelis leads- placed in 2006. Leads were subsequently recalled in 10/2007. She is now admitted with bacterial endocarditis involving the aicd leads. She is going to be transferred to another institution tomorrow in order to have the aicd explanted.